Event description:
Date of event is unknown. On january 30, 2009, a boston scientific employee became aware of a clinical study article, "the efficacy and safety of duodenal stenting: a prospective multicenter study" published in endoscopy 2007; 39: 784-787 (see attached). The following information was derived from this article: patient underwent duodenal stenting. Patient developed gastrointestinal bleeding 28 days after stent placement due to tumor necrosis. Endoscopic treatment and radiological embolization failed to control the bleeding. The patient expired as a result of bleeding.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.